Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant was placed in ada site 27 of the patient's mouth, loss of osseointegration occurred. Patient presented with type iii bone and pain. A multi-unit abutment was placed and removed on the same dates as the implant. The implant will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant was placed in ada site 27 of the patient's mouth, loss of osseointegration occurred. Patient presented with type iii bone and pain. A multi-unit abutment was placed and removed on the same dates as the implant. The implant will be forwarded to the manufacturer for investigation. There were no reported patient complications.